Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging shortness of breath, sore throat, congestion. In addition, the patient also alleged nose irritation, respiratory tract irritation, dizziness and headache. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Follow up correction: b5: from both/other to product problem. Box h: from serious injury to product problem. Box h: health impact grid: from c172031 to c50675.